Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a charging issue with the implantable pulse generator (ipg) prior to the implant procedure. Prior to the procedure, the ipg was charged for 2.5 hours but was unable to pair with the remote control. Three additional ipgs and two other remote controls were also used in an attempt to pair the devices together but were unsuccessful. The physician decided to implant the ipg and fully charge it later. However, the ipg still could not be fully charged several days after being implanted. The patient then underwent a revision procedure to explant and replace the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to initial MDR in field g3: aware date; aware date for initial MDR is (B)(6) 2023.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a charging issue with the implantable pulse generator (ipg) prior to the implant procedure. Prior to the procedure, the ipg was charged for 2.5 hours but was unable to pair with the remote control. Three additional ipgs and two other remote controls were used to try to pair together but were unsuccessful. The physician decided to implant the ipg and fully charge it later. However, the ipg still could not be fully charged several days after being implanted. The patient then underwent a revision procedure to explant and replace the ipg. The patient is doing well postoperatively.

Manufacturer narrative:
The returned ipg would not charge despite multiple attempts and communication could not be established when attempted with a known good remote control (rc) and clinical programmer (cp). As a result, the analysis of the data log and functional testing could be performed. However, internal electrical measurements revealed an excessive sleep current and the output of the hall effect switch (u7) was stuck low internally and did not change its output state when a magnet was applied. Based on all available information, the reported event of the patient experiencing a charging issue with the implantable pulse generator (ipg) prior to the implant procedure was confirmed. Despite several attempts, the ipg would not charge, and communication was not possible with a known good rc and cp. An internal electrical measurement showed that the output of the hall effect switch (u7) was stuck in a low state and did not change its output state when a magnet was applied. This prevented the device from going through its normal bootup process, putting it into a fail-safe mode in its boot loader state, as intended per the design. A unit under this condition would be unable to stimulate or communicate. In addition, charging capability would be limited, such that it would not meet the minimum charge current required to charge its battery to the full battery voltage in the given time, as specified by the design. Resetting the device erases all failure mode data, making it impossible to duplicate the issue. Therefore, the probable cause was determined to be cause not established.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a charging issue with the implantable pulse generator (ipg) prior to the implant procedure. Prior to the procedure, the ipg was charged for 2.5 hours but was unable to pair with the remote control. Three additional ipgs and two other remote controls were used to try to pair together but were unsuccessful. The physician decided to implant the ipg and fully charge it later. However, the ipg still could not be fully charged several days after being implanted. The patient then underwent a revision procedure to explant and replace the ipg. The patient is doing well postoperatively.